Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during basal deliveries. Additionally, it was reported that a cartridge change error was received. Blood glucose level was 156 mg/dl. No additional information was provided regarding these issues. Reportedly, the customer reverted to manual injections for insulin therapy.